Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed between (B)(6) 2017 and (B)(6) 2017. The user makes many bolus requests with entering current bg levels and still have insulin on board (iob). Basal rates have been adjusted down between (B)(6) 2017 and (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. User may need to continue decreasing basal rate settings to compensate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels with a lowest of 34-35 mg/dl. Reportedly, the cause of the low bg levels were unknown. Customer addressed impacted bg levels by consuming carbohydrates.